Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement procedure. The left cylinder of the previous device fractured. All components were replaced with a new ipp system. The patient is recovering.